Event description:
The report states that the device was activated and the forcetriad provided an end tone indicating the seal was complete. The surgeon pulled the knife blade and cut but the jaws of the device locked up. The device was pulled off the tissue without injury to the patient. Subsequently, upon return of the device for evaluation, visual examination in 2008, found the blade extending beyond the jaws which has the potential to cause injury.

Manufacturer narrative:
Date of initial report : 06/26/2008. The device has been received and is under evaluation. When the investigation is complete a follow-up report will be sent.